Event description:
The patient underwent a CT scan with IV contrast of the abdomen and pelvis. Air was injected into the patient's vein instead of the contrast, though some contrast may have been injected as well. Air was identified in the right ventricle and pulmonary outflow tracts. The rubber seal within the plastic chamber of the medrad stellant injector was found to have "cuts" in the rubber on some of the other injectors in the same lot. Cuts in the seal would result in an incomplete seal, and cause contrast to leak out onto the floor and air to be introduced.